Event description:
It was reported that the pt underwent a procedure on (B)(6) 2013, utilizing the reform pedicle screw system. Radiographs taken during a f/u visit on (B)(6) 2013 identified that the screw located in the right iliac is fractured. Revision was performed on (B)(6) 2013 during which the proximal portion of the fractured screw was removed. A new polyaxial screw was then implanted adjacent to the remaining distal portion of the fractured screw.

Manufacturer narrative:
Investigation in process. A f/u medwatch report will be submitted upon completion.